Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a. The cartridge is not an implanted device. If explanted; give date: n/a. The cartridge is not an implanted device, therefore, not explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
During preparation of the lens into the cartridge, the surgeon noticed a plastic "barb" at the tip of the cartridge. This barb made it impossible for the surgeon to insert the tip of the cartridge into the patient''s eye. The surgeon was concerned that the barb may break off in the eye if he had been able to insert the tip. A new lens and cartridge were retrieved, and the new lens was implanted successfully without any incidents. There was no patient contact at all. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Additional info: device available for evaluation: yes. Returned to manufacturer on: 10/20/2016. Device returned to manufacturer: yes. Device evaluation: evidence of viscoelastic ovd (ophthalmic viscosurgical device) residues was detected inside the cartridge tube, indicating the device was handled and prepared for surgical use. Visual inspection at 10x microscope magnification was performed. A cartridge crack was observed at the cartridge tube/tip. The cartridge tip was deformed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: the reported issue was verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.